Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was an area of in-stent restenosis (isr) extending up to 60% stenosis located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, rota was performed in the distal lesion, debulking was not possible due to st raise. When dilatation was performed on the proximal rca, at second inflation, it was noted that the balloon ruptured at 12atm within 60 seconds. The physician's comment was the balloon ruptured because the distal rca was tortuous and severely calcified or the balloon might rupture in the stent. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.